Event description:
There was no patient involvement, issue was encountered during inspection/functional testing prior to use on a patient. It was reported that the intra-aortic balloon pump (iabp) has stopped charging. The iabp was plugged into different plug socket and with different cables but was unsuccessful.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp would not power on is confirmed by the distributor's service engineer. It was reported by the service engineer that electrical fuses were missing from the pump. The service engineer replaced the fuses and the issue was resolved. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
There was no patient involvement, issue was encountered during inspection/functional testing prior to use on a patient. It was reported that the intra-aortic balloon pump (iabp) has stopped charging. The iabp was plugged into different plug socket and with different cables but was unsuccessful.